Event description:
In january 2007 a doctor informed kerr corporation that he was unable to remove a provisional bridge which was cemented using tempbond clear, a temporary dental cement. The doctor could not remove the bridge in order to conduct a scheduled root canal. As a result, the doctor had to perform the procedure through the bridge, entering through the lingual surface. Composite was needed to fix the access point.

Manufacturer narrative:
In this incident, composite was used to fix the access point for the root canal. This medical intervention incident is considered MDR reportable.